Manufacturer narrative:
The generator was received at manufacturing site for investigation. The generator passed all incoming tests and had the most current updates. The device passed all functional and electrical safety testing. Service history determined that the rezum generator was shipped to customer on 21nov2025. There were no other service reports available between date shipped and event date. The generator was fully functional until the reported event date 01dec2025. A review of the device instructions for use (IFU) was completed, there were no issues with the translation, wording or graphics. There was no evidence that the device was not used in accordance with the IFU. A risk review of the rezum hazard analysis was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported allegation of not vapor coming out could not be confirmed, therefore, an investigation conclusion code of no problem detected was assigned to this investigation. Correction to field e4: init rptr also sent rep to FDA.

Event description:
It was reported that during a transurethral prostate steam treatment procedure for benign prostatic hyperplasia, while primming, there was no steam was emitted at all. Furthermore, steam should have been emitted from three directions, yet none came out but later, the device displayed the priming complete screen. An external needle was extended, similar to the internal one, and steam was sprayed, but no steam was emitted. It was attempted to use four different delivery devices, but the issue persisted and the generator could not be used for two operations. Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown. This complaint is for the generator.

Event description:
It was reported that during a transurethral prostate steam treatment procedure for benign prostatic hyperplasia, while primming, there was no steam was emitted at all. Furthermore, steam should have been emitted from three directions, yet none came out but later, the device displayed the priming complete screen. An external needle was extended, similar to the internal one, and steam was sprayed, but no steam was emitted. It was attempted to use four different delivery devices, but the issue persisted and the generator could not be used for two operations. Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown. This complaint is for the generator.

Event description:
It was reported that during a transurethral prostate steam treatment procedure for benign prostatic hyperplasia, while primming, there was no steam was emitted at all. Furthermore, steam should have been emitted from three directions, yet none came out but later, the device displayed the priming complete screen. An external needle was extended, similar to the internal one, and steam was sprayed, but no steam was emitted. The device delivery device was replaced but the issue persisted. Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown. This complaint is for the generator.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.